Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided on 14nov2017 indicated that in (B)(6) 2017 the patient had an oozy exit site and cultures taken tested positive for staphylococcus. When driveline infection was initially identified, the patient was treated with vancomycin and rifampin starting (B)(6) 2017 and the site was debrided on (B)(6) 2017. After site was debrided, the patient remained on vancomycin and bun and creatinine began to increase (attributed to vanc treatment). Changed treatment to doxycycline on (B)(6) 2017 and bun and creatinine began to normalize. Bun and creatinine have completely normalized as of (B)(6) 2017. No suspected device issues. Patient is seen routinely in clinic. As on (B)(6) 2017, the patient was asymptomatic at home on oral doxycycline and labs were stable. No suspected clinical issues other than ongoing driveline infection, which has been ongoing since june per vad coordinator. Ongoing plan of care is to continue to monitor patient on outpatient basis while continuing the oral doxycycline at home.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2016. It was reported that the patient developed a driveline infection and experienced unspecified symptoms. The patient was given intravenous infusions of vancomycin and rifampin at home and has since been relieved of the symptoms. It was reported that the pump will be exchanged at a later undetermined date. No additional information was provided.